Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Der states that the surgeon removed the trial acetabular liner from the pinnacle cup and the center threaded portion of the liner and the locking clip disassociated from the plastic trial. The plastic portion and the clip were removed. The threaded center portion stayed in the patient. The surgeon tried to retrieve the threaded portion and was unsuccessful after 30 minutes. Decided to leave the metal portion of the trial in the patient rather than risk cutting more soft tissue attachments.

Manufacturer narrative:
The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.